Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7083832/7083871.

Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort from the device. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.